Manufacturer narrative:
Investigation completed 08/01/2017. Device history record reviewed for lot/164 sn # (B)(4). Manufactured on 5/11/2016 on both the assembly and subassembly level show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. The customer removed the helicoil and returned the actual component (skull clamp helicoils coming off during pressure testing) that were removed from skull clamps repaired or in question. This customer sent in 21- gs127¿s (helicoils) that were removed from skull clamps repaired or in question. Due to how these helicoils were removed the heli coil threads were damaged thus we are unable to perform a dimensional inspection. We are also unable to trace these parts back to the device that it was removed from as these 21 pieces were received in one bulk bag with no supporting information. Root cause is undetermined at this time.

Event description:
The hospital sent back the a1108 to the distributor to fix the device because the helicoil was protruding outwards. There was no patient involvement reported.

Manufacturer narrative:
Integra has completed their internal investigation on may 15, 2017. Results: product was not received for inspection, however a corrective action has been issued to investigate this reported failure (skull clamp helicoils coming off during pressure testing). DHR review: no abnormalities related to the reported failure. Complaints history; a corrective action has been issued to further investigate this reported failure and as such this project will include the occurrence. Conclusion: the root cause could be determined at this time.